Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (6/8/2013).the lay user/patient¿s products have been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 message. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strips were evaluated and the primary complaint was not confirmed; however, the test strips were found to have failed for control solution high.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.